Event description:
Philips technical support received a complaint by the customer on the v60 indicating that patient disconnect and low-pressure alarms were displayed on the screen. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer reviewed the event log and confirmed that no notable error codes were found. The remote service engineer (rse) advised the customer to perform an extended run in to duplicate the issue, operational check, and performance verification testing (pvt). The rse also offered clinical follow up if needed. Further case information regarding the repair and operational status is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.